Event description:
It was reported by the customer that the centrifuge did not allow the disposable to seat properly (i.e. As described in the instructions for use) and upon contrifugation the result was that a hole was worn in the disposable and resulted in leaking of blood. The disposable was not returned and therefore the failure could not be confirmed. The centrifuge in which the disposable had allegedly leaked was also returned and evaluated. There was no problems found on the instrument that would cause this condition to occur. Their was no injury to the pt. The blood which was spilled was contained within the sealed chamber and would not result in an injury to the pt or user. This event did not result in an exposure as defined by "osha".